Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010; a7700 mechanical heart valve (B)(6) 1989. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.